Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 26-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small amount of the essure device still at the uterus') and device expulsion ('small amount of the essure device still at the uterus') in a 26-year-old female patient who had essure (batch no. E66884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (diagnostic laparoscopy; bilateral removal of tubes). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device breakage, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: findings: right coils: 0, left coils : 0. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, device expulsion, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, lot number added. Event medical device removal updated to event small amount of the essure device still at the uterus. Events: pregnant, device ineffective added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small amount of the essure device still at the uterus') and device expulsion ('small amount of the essure device still at the uterus') in a 26-year-old female patient who had essure (batch no. E66884-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (diagnostic laparoscopy; bilateral removal of tubes). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device breakage, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: findings: right coils: 0, left coils : 0. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, device expulsion, pregnancy with contraceptive device. Lot number e66884 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.